Event description:
It was reported by service report that the power switch was stuck in the "on" position, causing the hydraulic lift to be constantly actuated. No patient involvement or adverse consequences are reported.